Manufacturer narrative:
Evaluation summary: one forcetriad generator was returned for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions.the customer reported a patient burn. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the unit passed the self test and no errors were found in the error log. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a patient burn occurred when disinfecting the device.